Manufacturer narrative:
The hillrom technician found that someone had pulled the side communication cable out of the side communication board causing damage to the board. The technician found the side communication board, cover, gasket and screws needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side communication board, cover, gasket and screws to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed was not calling the nurses' station when the nurse call button was engaged. The bed was located in bed storage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).